Manufacturer narrative:
The insulin pump was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime during prime test due to faulty force sensor. We were unable to test for excessive no delivery alarms due to prime anomaly. No motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm. The customer's blood glucose level was 500 mg/dl. The customer reported vomiting as a symptom. The customer performed the displacement test and it passed. The customer was able to rewind the device. The customer also reported a no delivery alarm; the alarm was resolved by a complete set change. The customer did not feel comfortable with the device and requested a replacement. The customer's device was replaced and was returned for analysis.